Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the hub while administering a covid vaccine. The event occurred immediately on use with the patient, during removal at the end of therapy. There was no medical intervention required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. DHR review found no discrepancies or anomalies relevant to the complaint.